Manufacturer narrative:
Excluder devices included in this report: rmt281214/9343327, pxc121000/9212400. A review of the manufacturing and sterilization paperwork for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis infection and surgical conversion.

Manufacturer narrative:
Concomitant medical products: patient medications include daptomycin, aspirin, linezolid, carvedilol, sertraline, norco, bumex, cefazolin, docusate, and lovenox.

Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses (rmt281214/9343327 and pxc121000/9212400) to treat an abdominal aortic aneurysm. On various unknown dates, multiple diagnostic examinations (computed tomography, gastro-intestinal scopes, magnetic resonance) revealed recurrent sepsis of unknown origin, and an infected stent graft in the infrarenal aorta. On (B)(6) 2014, the patient underwent a procedure whereby the excluder graft system was explanted, and the thoracic and infrarenal aorta was surgically repaired. The patient tolerated the procedure. The explanted grafts were discarded at the facility.